Manufacturer narrative:
Continuation of medical device. Model: ddbb1d1, ICD; implanted: (B)(6) 2016.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited a significant increase/high impedance on both the superior vena cava (svc) and rv defibrillation coils. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.